Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 506 mg/dl. The customer was nauseous and vomiting when admitted. It was stated that the customer changed the infusion set about five times due to no delivery alarms prior to being admitted. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.